Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 27. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2024 , loss of osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility, bleeding and fistula. No further patient complications were reported.